Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one titanium low profile port attached to a groshong catheter was returned for evaluation and one medical image and one electronic photo was provided for review. Visual, microscopic visual and functional evaluations were performed on the returned device. The investigation is confirmed for the reported catheter fracture, material separation and dent in material as two circumferential splits were noted approximately 3.3cm and 3.4cm from the distal end of the cath-lock and a complete circumferential break was noted approximately 3.6cm from the distal end of the cath-lock that was elliptical in shape. Further, the edges of both circumferential splits were jagged and the edge of the circumferential break was jagged and the surface was granular. However, the investigation is inconclusive for the reported catheter migration as the exact circumstances at the time of the reported event are unknown and the provided medical image is not clear enough to confirm the issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2024),g3,h6(device, method). H11: b5, h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post device placement and upon removal of the device from the patient, the catheter was allegedly found to be broken. It was further reported that part of the catheter migrated from the superior vena cava to the right atrium. The additional intervention was required to remove the device. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2024).

Event description:
It was reported that post device placement and upon removal of the device from the patient, the catheter was allegedly found to be broken, approximately 4 cm beyond the crimping. It was further reported that part of the catheter migrated from the superior vena cava to the right atrium. Further intervention was required to recover the device. The current status of the patient is unknown.